Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total service call and found no issues with the system. The calcium assay was rerun and was picked up on the delta check. Samples around the time of the incident were checked and other assays were checked. The cse is monitoring the issue. System is fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on a patient sample on an advia 2400 instrument. The initial result was reported to the physician. The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium result.